Event description:
Guidant received information that a patient with this implantable cardioverter defibrillator (ICD) presented in the emergency room with hypoglycemia. It was reported that during the ambulance ride, a pulse rate of 20 bpm was noted. However, there was no documentation for the heart rate nor was there any witness to the patient's condition at the time. Device interrogation revealed normal function except a small rise in pacing threshold measurements since the last check. The patient paces about 1%. The nurse reported capturing a long pause in the surface electrogram, however the patient was asymptomatic. A chest x-ray showed no issue with leads.

Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) presented in the emergency room with hypoglycemia. It was reported that during the ambulance ride, a pulse rate of 20 bpm was noted. However, there was no documentation for the heart rate nor was there any witness to the patient's condition at the time. Device interrogation revealed normal function except a small rise in pacing threshold measurements since the last check. The patient paces about 1%. The nurse reported capturing a long pause in the surface electrogram, however the patient was asymptomatic. A chest x-ray showed no issue with leads.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
A guidant technical services representative discussed doing a holter monitor to evaluate for pacing pauses. No adverse patient effects were reported. No additional information is available. If more information becomes available, the event will be reopened. Approximately five years later this device was explanted and returned for analysis. Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.